Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed a fault that indicated the ICD was unable to charge the capacitors in the maximum time allowed. It was further reported that the ICD had reached an eol battery status after less than one year of implant.